Event description:
It was reported that the patient's controller was damaged at the white cable connection end. It appeared that the point below the thread had been twisted off, leaving the internal portion exposed. Based on this damage this needed to be replaced. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.